Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 600 mg/dl. Customer stated that he was having problems with his insulin pump; the bolus wizard was not calculated correctly. Customer also stated that he was taken antibiotics and that affected his blood glucose. Nothing further was reported.